Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that as the surgeon went to impact liner in place, liner would not lock into the cup.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event could not be confirmed. Inspection of the returned device revealed no evidence of implant not assembling with mating implant. As returned, a large gouge that most likely occurred during removal. Further damage is seen on the outer sphere. The anti rotation tabs exhibit damage that indicates possible misalignment. Damage is too severe for dimensional analysis. Device history record was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.